Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the probable cause of the scope ommunication errors is traced to component failure. It likely line scratches in the image due to a break in the charged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scope communication error codes (b30, e216). In addition, there are line scratches in the image. There was no patient involvement.